Event description:
The customer reported the tray under the rinse block overflowed (approximately 5 to 10 mls of fluid) on the coulter lh 780 hematology analyzer station. The customer stated the waste was plugged. The waste line has all reagents and diluent flowing through the waste line tubing. The customer cleaned the leak. The operator was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The facility does have risk management system in place.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) was on site; however, he was unable to reproduce the event. The fse found the instrument was operational and did not observe any leaks. The fse requested the customer to contact him should the problem reoccur. The root cause of the leak is unknown. (B)(4).